Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacturer dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 365 laser fiber was used in a laser lithotripsy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis p100 laser console. According to the complainant, during the procedure, the tip of the laser fiber broke off. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event.